Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian femoral delivery device and proximal end of an introducer sheath were returned for evaluation. The tuohy-borst was tight. The y-body was disconnected from the storage tube. The storage tube was not connected to the introducer sheath. Skiving was observed to the distal end of the storage tube. The skiving was likely caused by the filter feet during advancement. The filter was stuck in introducer hub. The filter feet were visible. The pusher wire appeared to be connected to the filter. Functional/performance evaluation: the pusher wire was retracted. The pusher wire was bent just distal to the pusher pad retraction lock. The pusher wire likely bent as a result of excess force applied during advancement. A mandrel was used to advance the filter through the sheath segment. The introducer sheath hub was sliced open longitudinally and no skiving or gaps were identified between the sheath and hub. No other anomalies were identified. The filter exhibited 6 arms and 6 legs present and intact. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as the filter was received stuck in the sheath hub. The investigation is also confirmed for a bent pusher wire. The pusher wire was likely bent as a result of excess force applied during advancement. Based on the available information, the definitive root cause for failure to advance is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the meridian vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the deployment sheath. No attempt was made to deploy the filter. The filter system was exchanged without incident for a new vena cava filter system that was deployed successfully. There was no reported patient injury.